Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips and reported that "this equipment did not fire; the patient died in the operating room". The involved patient died. Philips has requested additional information. The customer has not yet provided any information as to whether the device behavior impacted the patient outcome. This investigation remains open.

Manufacturer narrative:
There were no ECG strips available for review. Evaluation of the device identified error 0001, defib failure/ charging circuits, for which replacement of the power pca and/or the control pca is recommended. The customer was provided with a quotation for the repair. There is not yet confirmation that the quote was approved and that the repair was completed. We are considering that the customer's request for a new battery was included in the quote and will be accomplished when the repair is complete. We are unable to confirm the cause of the reported symptom as the repaired has not been done.

Event description:
The customer contacted philips and reported that "this equipment did not fire the patient died in the operating room". Additionally, the customer requested urgent assistance in acquiring a new battery. The involved patient died. Philips requested but did not receive additional information related to the circumstances of this event.